Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable intrathecal drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of 5.452 mg/day. It was reported that in mid-(B)(6), the patient reported having diarrhea and flu-like symptoms. The representative stated the patient reported being seen in the office on (B)(6) 2017 and that was when the pump was aspirated where they aspirated more than expected. The representative did not know specific volumes. The representative did research and found there was no note around the volumes, so they couldn¿t be found. On the day of report, the patient was seen for a dye study and roller study. A volume discrepancy was noted that day expected 13.3 ml and aspirating 20 ml. The logs were also read, and no issues were seen. The representative stated they were able to aspirate with no issues, and the dye was injected and showed no issues. The representative stated the patient was rather large, so it was hard to view the dye, but again, there were no issues with aspiration or shooting the dye. The roller study also showed 60 degree turn of the rollers. The representative also discussed the possibility of a kink in the catheter, but that was not confirmed. The representative also stated she would update the reservoir volume. No further patient complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the cause of the volume discrepancies was unknown at that time. A catheter dye study was performed, and patency was confirmed. A suspected kink or occlusion was cleared with aspiration/dispensing dye through the catheter access port (cap). It was speculated that it was possible the pressure exerted during that procedure overcame the occlusion. The issue had not been resolved. The managing physician was going to monitor the patient the for a few weeks and check the volume again to see if the dye study cleared up the issue.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-result 3233 now applies to the pump. Eval code-conclusion 11 now applies to the pump. Interrogation of the device found that it was delivering 25 mg/ml morphine at 2.726 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 2017-dec-13. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies on the device. If information is provided in the future, a supplemental report will be issued.